Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: could you please provide more details for "cdh29a got misfired"? It got stuck in between the procedure and failed to fire. Where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? No , not exactly. Did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? Got stuck in between. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? Yes. Did the device cut? Not properly. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were both tissue donuts present? Na. If the device fully cut, were both donuts complete? Na. How many counter-clockwise revolutions were used to open the device? 1/2 -3/4 of a revolution. How was it confirmed that the anvil was free from the tissue prior to removing? Na. After firing was the adjusting knob turned ½ to ¾ revolutions? It got stuck but still ½ to ¾ revolutions was performed. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Na. Who fired the device? Doctor (B)(6). Who removed the device? Doctor (B)(6). Was the safety reset prior to removal? Yes. What was the users experience with the device? He got annoyed. Could you please clarify if there were any patient consequences? No patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No , coz another stapler got used in the same procedure.

Event description:
It was reported that during a low anterior resection the cdh29a misfired. The procedure was delayed by 30-minutes. The procedure was completed successfully.